Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patients mother stated that the patients blood glucose levels went high when she went to school and they wouldn¿t come down. Patients mother stated that her daughter had to go to the emergency room (ER) because of this issue on (B)(6) 2019. Pod was worn for 4 to 24 hours on the abdomen. Patients mother stated that the pod was coming up and they put medical tape on the pod. When they got to the ER they realized the cannula had came out of her skin. Patient was diagnosed with hyperglycemia. The patients mother reported that the treatment included was intravenous therapy and lab tests. Cbg monitoring ed - basic metabolic panel was ordered as well. Also a stat venous blood gas" via IV to check blood gas was provided and they did a urinalysis. Mother stated the patient also received sodium chloride but did not indicate the method by which this was delivered. It was started at 7:30 pm and stopped at 9:48 pm. Patient was also provided 2 mg of zofran.